Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by changing the infusion set and cartridge, resuming insulin delivery. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Ultimately, the customer reverted to an alternate method of insulin therapy.